Manufacturer narrative:
The data logs show the system was left on for a maximum of 29 hours and was shut off for two months. The system was not in clinical service at this time. After the batteries were replaced, the system went to float charge in under ten minutes. The field service representative (fsr) completed testing to the system. The unit operated to manufacturer specifications and was returned to clinical use.during evaluation of the suspect batteries, the failure analysis laboratory technician duplicated the reported issue. Both batteries accepted charging but failed load testing. Both batteries do not meet conductance requirements.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch (B)(4). The field service representative (fsr) replaced the batteries and will return the suspect batteries for further evaluation.

Event description:
Follow-up with the medical facility regarding battery backup failures resulted in an on-site visit. During the on-site visit, the data logs were submitted for review. The review of the data logs during non-clinical activity, suggested the unit sticks in overcharge discharge. It was recommended to replace the batteries. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.